Event description:
It was reported that during a ptca procedure, inflation/deflation difficulties were encountered. The lesion being treated was located in the mid left anterior descending (lad) coronary artery. The lesion was pre-dilated with a 2.5x20 mm maverick balloon. The 2.75x32 mm liberte bare monorail stent delivery system was advanced to the mid lad and inflated to 12 atms. The balloon appeared to "dog - bone". There was a long segment of the balloon that did not inflate. The physician called in another physician and they inflated the liberte bare monorail stent delivery system balloon to its rated burst pressure which is 18 atms. The balloon fully inflated and the stent was deployed. After the stent was fully deployed, the physician could not get the balloon to deflate. The physician attempted several maneuvers to deflate the balloon and lost wire position in the process. The physician then deep seated the 7 french guide catheter over the balloon and successfully removed everything. A small dissection occurred distal to the stent, and was left untreated. The pt was discharged the next day with no complications. Pt status is listed as "satisfactory".